Event description:
A 28mm amplatzer® septal occluder (aso) appeared too small and was removed. A 30mm aso was then placed, but embolized to the left atrium. The aso was successfully removed. The patient may undergo another procedure at a different date.

Manufacturer narrative:
The aso was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.